Event description:
It was reported that during a gastric bypass, the tissue pad on a ace45e device melted and fell off of the clamp arm. Nothing fell into the patient. The procedure was completed using another ace45e and there were no consequences to the patient. The device was disgarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.